Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/02/2006 and was last repaired on 03/06/2013 for a non-related issue. Eval of the device observed damage to the head of the handpiece, erratic operation of the device during testing and that the leading edge of the control bar was flush with the master blade. Prior to repair, the device was out of calibration specs at the zero, 0.0100" and 0.0200" thickness settings. Post repair testing revealed that the motor had signs of exterior corrosion to the motor casing and, although the motor operated within motor specs, it continued to operate erratically outside the handpiece. The customer's reported event was not reproduced during testing; however, the erratic operation of the motor most likely caused the device to operate inconsistently while taking the graft. This behavior most likely caused the customer's reported event. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which likely caused the device to operate erratically, which could have contributed to the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the lack of calibration and damage to the head of the handpiece. There was no info obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the customer's reported event.

Event description:
It was reported that the zimmer electric dermatome was chewing the graft. No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.